Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a 3 cm lesion within the mid esophagus due to esophageal cancer. The lesion was dilated prior to the stent placement. The patient's anatomy was reported to not be tortuous. During the procedure, the stent was deployed without any issues. However, under endoscopic visualization, it was noted that one side of the "top of the stent" appeared buckled. Subsequently, the stent was dilated with a balloon to open up the buckled end. The user noted that some improvement was made, but the patient may require an additional stent to be inserted within the ultraflex esophageal stent. However, at this time, no additional stents were implanted. The physician is comfortable with leaving the stent in place within the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Although the exact patient weight was not provided, the patient was reported to be an average body mass index (bmi). (B)(4): stent failed to expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.